Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet and remained attached to the other leaflet. It was reported that he patient presented with degenerative mitral regurgitation (mr) grade 4. One mitraclip was implanted, reducing the mr to grade 1. A post procedure echocardiogram was performed and a single leaflet device attachment (slda) was observed. Two additional mitraclips were implanted as treatment within that procedure. The mr was at grade 1 and the procedure was completed without sequela. There was no additional information provided regarding this issue.